Event description:
It was reported that a coil protruded in the catheter tip's during removal. The target lesion was located in the moderately tortuous artery. A 10mm x 40cm interlock 0.35 coil was selected for use. During procedure, it was noted that the coil was stuck in the tip angle part of the angiographic catheter. The device was removed together with the angiographic catheter. However, it was further noted the coil protruded from the tip of the catheter during removal. The procedure was completed with a different device. No patient complications were reported and patient was good post procedure.